Manufacturer narrative:
This report is submitted on november 29, 2018. Registration number (B)(4).

Event description:
Per the clinic, there was a loss of osseointegration resulting in the device being explanted on (B)(6) 2018.

Manufacturer narrative:
It was reported that the patient experienced an infection at implant site which was treated with oral and topical antibiotics. Correction: there was no loss of osseointegration as previously reported. This report is filed on january 14, 2019. (B)(4).